Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of unspecified tissue injury (vascular injury) is listed in the electronic perclose prostyle instructions for use as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a coronary interventional procedure. Reportedly, the prostyle device got stuck while positioning. The foot had not been deployed at this point. It was then visualized via an angiogram that the guide was separated from the guide tube. The device was still in one piece as the actuator wire held the device together. A snare device was used in an attempt to pull the sheath out with the guide, but the method was unsuccessful as strong resistance was felt. The vascular surgeon then cut into the vessel to successfully remove the device as once piece. Damage to the vessel was then noted. Manual suturing was done to achieve hemostasis and to treat the vessel damage. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.